Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leaked into the over pouch. This event occurred before use. The device was compounded with 13500mg of piperacillin/tazobactam in buffered sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: november 7, 2016 ¿ november 9, 2016. A photographic sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was confirmed via photo, which showed a pool of liquid inside the bag that contained the unit. The cause of leak could not be determined via the photograph. Should additional relevant information become available, a supplemental report will be submitted.